Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 - 452 mg/dl with moderate ketones. Cause was not known. Ketone levels were identified as life threatening by health care provider. A correction bolus was delivered to address bg. Customers friend drove the customer to the emergency room (ER). Customer was treated with saline and ¿treatment for ketones¿. Customer was released from the emergency room later that day with the issue resolved and no permanent damage. System check was performed by tandem technical support (tts) and reportedly the customer was using fiasp insulin. Tts informed the customer that fiasp insulin is off label per the tandem user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.